Manufacturer narrative:
Approximate age of device: 11 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. This medwatch report represents the backup controller, sn (B)(4). The primary controller is reported under MFR report# 2916596-2014-02099. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator stated there were low flow alarms. The system controller also had an unusual sound when changing power sources. The self-test passed. The log file showed 4 low flow events and the pump parameters appeared stable and operating over similar ranges throughout the log file. The va¿ coordinator then reported that the patient called to tell them that she had a yellow wrench and a replace system controller alarm after a self test. The patient changed out her system controller to her backup controller. The log files showed "she self-tested on serial number (B)(4) while on the power module, then switched to battery and self-tested again. She immediately got a yellow wrench and message said "change controller''. She called 911, changed the controller and immediately got "pump stopped" on the new system controller. The patient later realized that she did not connect the batteries to the new system controller. She switched back to the original controller, which alarmed for approximately 10 min with a yellow wrench and "change controller" then it spontaneously stopped. The patient was light headed during the exchanges, but no negative outcomes . The log file confirmed that the backup system controller was connected with no external power and the emergency backup battery was in use for about 2 minutes. The pump came up to the set speed, and battery power was connected, but the driveline still showed disconnected. The pump was still stopped at this point. The patient then connected back to the original system controller, which still had alarms of yellow wrench/replace controller. The system controller appeared to have resolved the communication error on its own. The vad coordinator reported that patient will remain on the primary system controller and the backup would be replaced.

Manufacturer narrative:
This medwatch report represents the backup controller, sn: (B)(4). The primary controller is reported under manufacturer¿s report # 2916596-2014-02099. The reported event of a system stop and the alarm having an unusual sound was not confirmed. The returned system controller underwent functional testing and operated as intended. The sound level of the system controller¿s speakers were also measured and they were both within specification. The extracted log file captured 44 entries during approximately three days of data. On (B)(4) 2014 at 6:19, the driveline was connected but, the returned system controller was not connected to a power source. The system operated at a fixed speed while using the backup battery. Then the driveline was disconnected. At 6:22 the system controller was connected to batteries. At 6:24 the system controller was removed from the batteries, the backup battery was removed and the system controller was turned off. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.